Manufacturer narrative:
The valve was patent and passed leak and reflux testing. The device met specifications for pressure-flow testing, however, it did not meet the requirements for preimplantation testing. Proteinaceous debris was noted within the valve membrane. A review of the manufacturing records was not possible as no lot number was provided. No impact to pt reported. All or our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that a revision of a burr hole valve occurred and the physician wanted the device evaluated.